Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient did not have their controller with them for they were trying to take some images, but they were laying on their back and they were getting shocked. Patient had to lay on their side for 9 minutes and it was like they had their finger in a light socket. Patient noted they avoid laying on back since implant because it would shock them. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.